Event description:
It was reported that during a video assisted thoracic surgery -lobectomy procedure the surgeon used a ec60a with the captioned ecr60g reload during the surgery. While firing the first stroke, the surgeon observed that the staples fired and was not properly formed, from the lateral view of the ec60a. The staple was observed to fail to close completely, causing the failure on the closure of staple line. With the above observation, the surgeon decided to abandon the captioned ecr60g. Reverse button on the ec60a was used and the reload was discarded. Another ecr60g was then used on the same ec60a and was fired smoothly, indicating the cause was on the ecr60g. The captioned ecr60g (with 1/3 of staples fired) was returned by the hospital for further investigation. Few samples of staples that were not properly closed during the first stroke were also included in the package. No patient consequences reported.

Manufacturer narrative:
(B)(4). Incomplete interrupted cycle the analysis results showed that one ecr60g reload was received partially fired 1/3. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. The returned reload was reset and loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.